Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the holster is giving the error codes of l3-002. Three different probes were used to evaluate for disposable issue. The green cable was disconnected & untwisted & top of the communicator was in close contact with the control module. The error code was still populating the lcd screen during the initialization. The breast biopsy was rescheduled.